Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): apparently part of introcan safety stayed inside the body of a pediatric patient. Although it has already taken radiographs, there is no trace of it. Ref MFR #9610825-2014-00047.